Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
At noon on (B)(6) 2026, a nurse was preparing to perform an intravenous puncture on a patient when she noticed hair-like particles on the tip of a newly opened indwelling needle. She therefore replaced it with a new, compliant indwelling needle.